Event description:
The pt went to the hosp after receiving ten device shocks. The implantable cardiac defibrillator was explanted when diagnostics showed a low battery due to excessive charging of the device for no apparent reason. It was suspected that the cause may be lead related; however, leads were tested and found to be sensing, pacing and delivering therapy appropriately. When the decision was made to replace the implantable cardiac defibrillator, the physician experienced difficulty removing the lead connector pins from the header of the explanted device. The existing lead was then connected to the replacement implantable cardiac defibrillator without incident.